Manufacturer narrative:
(B)(4). Batch # unk. Lot # r40690, r4047e, r4027w. Device analysis: the analysis results found that the device was returned outside its package with a plastic bag that contained the tip of the device. Upon evaluation, the dissector tip was found separated from the shaft. Evidence of adhesive was found on the tip of the shaft as the cotton appears to have been pulled off. No conclusion could be reached as to what may have caused the reported incident. The complaint was confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. It was unknown which lot number was associated with the bcd10 that the cotton tip was detached.

Event description:
It was reported that during a laparoscopic unknown procedure, it was found that the cotton tip of the device was missing 8 minutes after the procedure started, and there was the fallen piece in a trocar. The fallen piece was retrieved with a forceps. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.